Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing ballooned in the pump segment. Medication infusing at the time was an antibiotic. There were no issues after the tubing was replaced. Received a copy of the customer's sus voluntary event report from FDA which states, ¿tubing bubbled out during administration. Tubing was on a pump with antibiotic."

Manufacturer narrative:
The customer¿s report that the tubing ballooned in the pump segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During inspection it was observed that the silicone segment tubing had a slight bulge, discoloration, and was weakened just below the upper fitment. Clear liquid was observed inside the set¿s tubing and drip chamber. No other abnormalities were observed on the set during visual inspection. The silicone segment was analyzed and the walls were found to be concentric. The ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing "ballooned" in the pump segment. Medication infusing at the time was an antibiotic. There were no issues after the tubing was replaced. Although requested, there is no further patient or event information available. Received a copy of the customer's sus voluntary event report from FDA which states, ¿tubing bubbled out during administration. Tubing was on a pump with antibiotic."

Event description:
It was reported that the tubing "ballooned" in the pump segment. Medication infusing at the time was an antibiotic. There were no issues after the tubing was replaced. Although requested, there is no further patient or event information available. Received a copy of the customer's sus voluntary event report from FDA which states, ¿tubing bubbled out during administration. Tubing was on a pump with antibiotic."

Event description:
It was reported that the tubing "ballooned" in the pump segment. Medication infusing at the time was an antibiotic. There were no issues after the tubing was replaced. Although requested, there is no further patient or event information available. Received a copy of the customer's sus voluntary event report from FDA which states, ¿tubing bubbled out during administration. Tubing was on a pump with antibiotic."